Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal left anterior descending artery. A 2.25 x 16 synergy drug-eluting stent was selected to treat the lesion but difficulty crossing the lesion encountered. The physician was trying to push it forward and then decided to pullout the device the balloon came and the undeployed stent got stuck in a proximal lesion. The undeployed stent was snared out. The procedure was completed with different device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device is combination product device evaluated by MFR.: synergy stent delivery system was returned for analysis. A visual examination found the stent was detached from the balloon. It did not appear to be expanded. The crimped stent outer diameter measured at manufacturer and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and the balloon cone folds were present but did not appear tightly folded. Crimp markings were evident on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal left anterior descending artery. A 2.25 x 16 synergy drug-eluting stent was selected to treat the lesion but difficulty crossing the lesion encountered. The physician was trying to push it forward and then decided to pullout the device the balloon came and the undeployed stent got stuck in a proximal lesion. The undeployed stent was snared out. The procedure was completed with different device. No patient complications were reported and the patient is fine.